Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power alarms and a pump stop due to full battery depletion were confirmed via review of the submitted log files. The submitted event log file contained information spanning approximately 4 days ((B)(6) 2023 to (B)(6) 2023 per timestamp). On (B)(6) 2023, the controller was observed to be connected to regularly depleting 14v batteries. At 17:31:03, the rsoc of the white power cable reached ~1.5v and therefore triggered a low power advisory alarm. Roughly a minute after this alarm was activated, the black power cable was disconnected at 17:32:11. While this black cable was disconnected, the white power cable was disconnected and reconnected to battery power multiple times. These simultaneous power disconnections resulted in no external power events at 17:35:08, 17:37:42, and 17:48:26. These no external power events lasted for 64, 47, and 2 seconds respectively. Each of these no external power events resolved when the white power cable was reconnected to battery power. The emergency backup battery activated as intended and supported the system throughout these power losses. The observed events did not impact the ability of the pump to operate at the set speed, as it maintained a speed above the lsl throughout the simultaneous power lead disconnections. At 22:09:32 on (B)(6) 2023, an additional no external power event was observed. This alarm activated due to a loss of ac power to the mobile power unit, which has been addressed under the mpu¿s investigation. Following this loss of power, the system was being supported by the emergency backup battery. At 0:27:18 on (B)(6) 2023, the backup battery was observed to have fully depleted, stopping the pump. The controller was reset due to the complete loss of power, and the next captured events were therefore recorded with the default timestamp of (B)(6) 2000. The controller was briefly reconnected to the mobile power unit for about 30 seconds before again losing external power. The controller reset itself a few times as its depleted backup battery attempted to support the system. At timestamp 00:00:59, the controller was connected to the mobile power unit, and its voltages remained at their expected values. The pump returned to a speed above the low speed limit by 00:01:04 on (B)(6) 2000 and no further atypical events were observed. The clock was properly synchronized at 00:53:00 on (B)(6) 2023. The heartmate 3 system controller was not returned for analysis. The root cause of the first three no external power alarms was determined to be simultaneous disconnection of both power cables from external power. The root cause of the pump stop was determined to be full depletion of the backup battery during a no external power event. Review of the device history record for the system controller showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including low voltage, power cable disconnect, and no external power alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR 2916596-2023-01643. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump off in their history. The patient did not recall details of the event. The log file review captured four no external power events on (B)(6) 2023 due to battery depletion. On (B)(6) 2023, there was a pump stop due to the internal backup battery (ebb) being depleted of power. The controller clock was corrupt due to no power. The controller was hooked up to the mobile power unit (mpu) and the pump was re-started. Additionally, at some point the mpu was disconnected, and the patient experienced another pump stop due to the ebb being run down and having no power. The pump was hooked back up to the mpu and was running with the last correct time stamp of (B)(6) 2023 at 0:53:00. The clock was re-set at this time. It was later communicated that the patient was stable and being monitored outpatient. Additional details were not provided.